Event description:
During a coronary stent procedure, the physician attempted direct stenting of the lesion. The physician was unable to cross the lesion and elected to retract the delivery/stent device back into the guide catheter. Upon removal it was noted that the stent had moved on the delivery device. No pt injuries or complications occurred.